Event description:
A discordant, false negative human chorionic gonadotropin (hcg) result was obtained on one patient sample on a dimension exl 200 instrument. The result was reported to the physician(s), who questioned it as it did not match a previous result obtained from the patient. The sample was tested on the same instrument, resulting positive. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, false negative hcg result.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated to ccc that quality controls were within range and that no other samples were affected. It was discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. The cause of the operator reporting a discordant, false negative hcg result is unknown. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.